Manufacturer narrative:
Patient country: poland. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient was hospitalized due to high blood glucose, diabetes ketoacidosis and coma on (B)(6) 2024. The blood glucose level was 440 mg/dl at the time of event and was managed by insulin pen. After treatment blood glucose level was 260 mg/dl . No further information available.